Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to an error in use of the device contributed to the event. When reviewing similar reportable events for enterprise 8000 and 9000 bed devices, we have found some cases with a similar fault description to the one investigated here: unintended movement of the bed - however, this event is the first case where the issue occurred when the pt was sitting on the device, and it is suspected to have been caused by accidental handset's button activation. The trend observed for reportable complaints concerning unintended movement of the bed (in general) is considered to be declining. (B)(4), the complaint ratio is considered to be low - this is the first complaint ratio is considered to be low - this is the first complaint about which we are aware where uncommanded movement of the bed occurred as a result on unintended activation of button on the handset - which gives failure rate of (B)(4). The device was inspected by an arjohuntleigh representative at the customer site and found to be to specification - no failure has been detected, all functions were working properly, the device was in general good condition, the duplication of the failure was not possible - however, it has been noticed that when the side panels are lowered the button on the handset might be accidentally operated while sitting on or getting to get out of or in the bed - it could occur when the pt support itself by grasping, holding side panels and accidentally push the button on the control panel or if the button would be accidentally pressed by patient's calf - which rather seems to be unlikely. According to the instruction for use (e.g. Current #745-435_08), which is attached to each manufactured devices, it is recommended to use the function lockout facility on the attended control panel (acp) to prevent unintended movement. As there is unk if the product instruction for use is available at the facility, we would recommend to provide them with a current revision of this document. Additionally, we have not received any service/maintenance history against these reference complaints, so we are not in a position to determine if adequate preventative maintenance was performed on these in accordance with our recommendations - which is carrying out a full test of all electrical bed positioning functions by suitable trained and qualified personnel once a year. In the summary the device was being used when the event occurred, the device contributed to the event since the pt fell from the device. Given the circumstances and the number of products in the market this incident appears to be an isolated issue. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.